Event description:
It was reported through log file analysis that the patient's controller was exchanged back to (B)(4) between (B)(6) 2021 and (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, the exchanged heartmate 3 system controller¿s (serial number: (B)(6) periodic log file was submitted for review and showed events spanning a total of approximately 59 days that were captured at 1-hour intervals (on (B)(6) 2018 per timestamp) and 1-day intervals (on (B)(6) 2021 per timestamp). The last event captured in the log file before the exchange was on (B)(6) 2018 at 11:37:11. The log file captured the patient¿s controller being exchanged back to the heartmate 3 system controller (serial number: (B)(6) on (B)(6) 2021 at 15:23:58. There were no notable alarms active in the log file. Multiple good faith efforts were sent regarding the reason for the controller exchange, if the controller exchange resolved the issue, and if any product would be returned to abbott for evaluation. To date, no response has been received. A root cause for the controller exchange was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 30nov2015. Heartmate 3 patient handbook (doc#: 10006136, rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.